Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter (B)(4), the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. Per the nurse, the cause of the peritonitis was "hard to tell with this patient, the event is reoccurring". A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided. On an unreported date in 2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.